Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface messages were stopped processing. A technical support specialist dialed into example stations and confirmed there were no notifications present. Server access could not be completed due to authentication issues with bomgar and invalid secure link credentials. Upon contacting the customer, the pharmacy reported no awareness of ongoing issues. The situation was linked to a related case where the interface had stopped processing messages and was restarted, likely resolving the problem. Follow up with the customer confirmed no further issues, and permission was given to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had critical override. Customer stated that nurses were unable to pull medications, as the stations displayed three icons and showed in critical override, unable to log in to turn off the critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.